Manufacturer narrative:
H4: the lot was manufactured between february 19, 2023 ¿ february 20, 2023. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported leak. Functional testing was performed, and no leak was identified anywhere on the sample. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 500 ml eva tpn bag leaked from the middle port before patient use. There was no patient involvement. No additional information is available.